Event description:
The customer reported that erroneous progesterone results were generated on an access 2 immunoassay system for an undisclosed number or patients over extended period of time. The customer indicated that this issue had been occurring sporadically over approximately an eight year period of time, however, no data was provided to confirm the generation of erroneous results over this timeframe. The customer provided four examples of suspect patient progesterone results. One of the samples possessed initial and repeat progesterone results which met the precision claims of the assay and hence was not regarded as erroneous. This report represents the erroneous progesterone patient results generated on (B)(6)2012. The initial erroneous result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The sample was collected in a red-speckled top 8.5 ml serum separator tube by antecubital venipuncture. The sample was centrifuged for 5 minutes at 3100 rpm after 5- 10 minutes of clotting time. The sample was run in 2 ml sample cups after manually transferring aliquots from the primary container. The sample was tested within one hour of collection. The instrument progesterone quality control results recovered within the customer's established ranges on the date of the event.

Manufacturer narrative:
Evaluation method, and conclusion: service was dispatched to the site for this event. Bec field service engineer did not find any system or hardware issues. Calibrations, quality control and system check data were within specifications. MDR associated with this report: 2122870-2012-00691, 2122870-2012-00692.